Event description:
It was reported that the patient appeared to have sustained a burn. Further information has not been provided on the alleged event.

Manufacturer narrative:
The customer was not able to provide any additional information or confirm the alleged complaint. The device was not available for evaluation.

Event description:
It was reported that the patient appeared to have sustained a burn. Further information has not been provided on the alleged event.